Manufacturer narrative:
(B)(4). Batch # r9402n. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances were identified. Per photographic evaluation: there was no sample received for analysis. Only a picture of the tyvek of the sample was received for analysis. Upon visual inspection of the picture, only the tyvek with lot number r40v4g is present. No conclusion could be reached as to the cause of the reported incident as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause.

Event description:
It was reported that during a sleeve gastrectomy, in a sleeve stapler line reinforcement after three er320 clips fired without any issues. The other clips didn¿t close after each firing. The surgery was delayed by 5 minutes. Used and endoloop to complete the procedure. There were no patient consequences.